Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient passed out when the cgm was displaying 120 mg/dl. When a finger stick reading was checked, the bg meter was displaying "low". There was no information about treatment or other event information provided. At the time of the report, the patient was doing good. Data was evaluated for (B)(6) 2025 and the allegation was undetermined. Data was evaluated fo (B)(6) 2025 and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator for (B)(6) 2025. The data investigation found a difference in values that falls within the b zone of the parkes error grid for (B)(6) 2025. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.